Event description:
On (B)(6) 2011, patient reported that he experienced elevated blood glucose of almost 400 mg/dl due to bent infusion cannulas. Patient reported the infusion device would display e4 occlusion error and then his blood glucose would elevate. Patient would remove the infusion headset and notice the cannula was bent. This occurred with almost every infusion set he used beginning in (B)(6) 2011. The bends were located at the top or middle of the cannula, and there was occasionally more than one. Insertion device was used to insert the headsets, and nothing abnormal was noticed during insertion. There was no insulin leakage. Patient would change the headset and bolus to correct hyperglycemia. He would also deliver insulin injections. Target blood glucose is 100 mg/dl. Alleged infusion sets were discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.